Manufacturer narrative:
(B)(4).

Event description:
It was reported that the electrogram revealed oversensing on the atrial lead. The lead remained implanted. No additional information was available at this time.